Event description:
It was reported that the screw broke post operatively. A second surgery was required to remove the screw. No additional information is available at this time. This device is used for treatment.